Event description:
Reporter indicated the vns generator has been disabled since (B)(6) 2012. High lead impedance >10,000 ohms was also received on (B)(6) 2012. X-rays of the vns did not confirm a lead break per the reporter, but it was felt the "plug could have moved due to trampolining or micro-break in lead is possible in clavicula area due to habit of patient to hang/lean against chains while on a swing, and also often carries backpack". The patient had vns lead replacement surgery performed on (B)(6) 2012. High lead impedance >10,000 ohms was received at the surgery prior to replacing the lead. The explanted lead has been returned and is pending product analysis. Diagnostics with the new lead and resident generator were within normal limits. An implant card was received indicating the lead was replaced due to a lead fracture.

Event description:
Reporter indicated a patient had high lead impedance with the vns. The patient does jump on a trampoline. X-rays were performed which showed a "displaced generator" per the reporter, and that the lead pin may not be inserted into the generator. The "displaced generator" is believed to be referring to the generator migrating. The patient is now having subclinical seizures again after months of being seizure-free. Attempts for further information are in progress.

Event description:
Product analysis was completed on the returned lead portion. During the visual analysis the connector ring and connector pin quadfilar coils appeared to be broken past the electrode bifurcation. Scanning electron microscopy was performed on the connector ring quadfilar coil break and identified the area as having extensive pitting which prevented identification of the coil fracture type. Scanning electron microscopy was performed on the connector pin quadfilar coil break and identified the area as being mechanically damaged which prevented identification of the coil fracture type and no pitting. Determination could not conclusively be made on the fracture mechanism. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. The abraded opening, slice and gouge marks found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. With the exception of the observed discontinuities, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the marked connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no other discontinuities were identified. Note that since the electrodes were not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
Device failure occurred.

Manufacturer narrative:
Device failure is suspected.

Manufacturer narrative:
Type of report, corrected data: the incorrect version number (#2) was inadvertently reported on the previous MDR; the version should have been version #1.